Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was over 400 mg/dl. The customer changed the cartridge and infusion set to clear the alarm. As the occlusion alarm occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the alarm.